Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During repair, it was found that the heartstart mrx defibrillator battery pca had a bent pin. There was no patient involvement.